Event description:
In 2006 the lay reporter, the lay pt's wife, contacted lifescan (lfs) alleging that the patient's fast take meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the pt and his wife the next day to obtain/verify the following information: the pt usually takes 70/30 insulin, 50 units at breakfast and 50 units at dinner. He follows a sliding scale to adjust his usual dose dependent on his meter readings. In 2006 the pt obtained an am result of 110 mg/dl on the reported meter while having no symptoms of high or low blood glucose. He took 50 units of 70/30 insulin and ate breakfast. He did not test with the meter at dinnertime. He took 50 units of 70/30 insulin and ate dinner. At 10:00 pm the patient was sweaty and non-responsive; however, he did not lose consciousness. The wife tested his blood glucose level with the lfs meter and obtained a result of 85 mg/dl. The wife called ems. Emt's obtained a result of 44 mg/dl on the ems meter about 15 minues later. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. Though the pt's wife told the lfs customer care advocate (cca) that the reported meter read inaccurately low, the report results indicate that the mter read inaccuractely high. Emt's gave the pt orange juice with sugar to drink. The pt was alert after drinking the orange juice. He was not taken to the hospital. The cca discovered that the meter code did not match the test strip code. The cca also noted that the puncture site was cleaned incorrectly. The cca walked the pt through setting the meter code correctly. The meter, test strips, and control solution were replaced. The complaint is reproted because the meter was set to the incorrect code and read inaccurately high compared to the pt's symptoms and ems meter results. The pt experienced hypoglycemia and received treatment with orange juice and sugar.